Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.50 diopter in the patient's right eye (od) on (B)(6) 2016. The lens remain implanted. Patient's last visit on (B)(6) 2016 uncorrected visual acuity is 20/99.

Manufacturer narrative:
The reporter stated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens (-5.50 diopter) in the patient's right eye (od) on (B)(6) 2016. Low vaulting was observed one week after implantation. The lens remains implanted. Patient's post-op uncorrected visual acuity on (B)(6) 2016 was 20/99. (B)(4).